Event description:
It was reported that, during a carotid endarterectomy and after suturing the patch, bleeding occurred through the patch for approx two hours. Physician administered fresh frozen plasma and topical hemostatic agents to the patch without success. Bleeding was stopped by replacing the patch by another patch. Pt was then fine. After a discussion the co's distributor had with the physician, the physician stated that the leaking might have been closer to the suturing area than originally conveyed. Physician also indicated that he might have been "deep" with the suturing technique.